Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. Upon removal from the patient, the capsule fell off into the patient's pharynx. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the route cause of the failure. The device was returned with the capsule missing but there was blood on the delivery system where the capsule would have been. The plunger had been fully depressed and retracted.